Event description:
The customer reported to baxter product surveillance on (B)(6) 2011 a transfer set in which "the cap was disconnected when it was opened." Product surveillance contacted the nurse regarding the transfer set with the cap not on it, and she stated that it had not been used on a patient. The nurse said that she would hold the sample for evaluation. No further information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If the sample is received for evaluation, a follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab as a separated protective cap, discovered before set use. From time to time caps can become loose in the pouch due to handling. This is a relatively rare occurrence. This can occur after manufacturing, in shipping or at the customer or provider. There is no risk to the patient since they are instructed to not use the set if caps are loose. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.